Event description:
Additional information was received which indicated this patient was brought in for a revision procedure. It was determined that the left side was occluded. The physician decided to abandon the procedure and the device remained programmed unipolar sense and bipolar pace. It was noted if the physician decided to proceeded with a replacement procedure they would replace the system with competitors products and implant the system on the right side. At this time, this pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the right atrial (ra) lead and right ventricular (rv) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. Pocket manipulation was performed and the rv lead impedances didn't change, however, the ra lead impedances increased with arm movements. The patient's leads were non-boston scientific products. Boston scientific technical services (ts) disused the ra lead may be fracture, and there may be a lead ring/spring contact issue on the rv lead. The rv lead was reprogrammed to unipolar sense and bipolar pace. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the pacemaker system exhibited noise and oversensing on the competitor's rv lead, which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, as revision procedure was performed and the rv lead was surgically abandoned and replaced with an epicardial lead. The pacemaker and competitor's ra lead remain in service. No additional adverse patient effects were reported.